Event description:
It was reported that the scissors broke inside the pt's knee during surgery. It was further alleged that the surgeon didn't notice when the cup of the scissors broke and he was not able to retrieve it. It was also reported that x-rays confirmed that the broken piece was in the pt's knee. It was further alleged that during the second intervention the broken piece could not be found in order to be retrieved.

Manufacturer narrative:
Additional information will be provided once investigation is completed.